Event description:
A surgeon reported that fluid was leaking out of the trocar during a procedure. Additional info has been requested.

Manufacturer narrative:
The sample has been received and in-house evaluation is in progress. The device history record (DHR) for the lots were reviewed. No abnormalities that could have contributed to the reported complaint were found during the DHR review and the product was replaced according to the manufacturer's acceptance criteria. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. (B)(4).